Event description:
An a1059 mayfield skull clamp was reported to have slipped and caused a laceration. The event was described as follows; "the clamp was applied to the pt while in the supine position, then the pt was rolled over and was positioned in a prone position on chest rolls. The clamp was connected/locked to the rest of the mayfield cranial stabilization system for an occipital craniotomy - chiari decompression. As further surgical preparations were being made, it was noticed that the pts' head was slipping further down, to the point that her face was nearly touching the bottom bracket of the clamp and there was a small laceration to her scalp. The laceration was closed with staples and the pt had to be repositioned." The pins used were integra, disposable skull pins ref# (B)(4), adult. (Lot number unk).

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.